Event description:
The customer reported that the multigas unit displayed a "calibration" error while in patient use.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit displayed a "calibration" error while in patient use. The customer also reported that the etco2 and o2 reading were low. They replaced the dry line water trap 2 days prior to this event, and they allowed the device to warm up for approximately 1 hour before use. They sent the unit in to nihon kohden for repair. No patient harm was reported. Service requested / performed: evaluation / repair: upon nihon kohden repar center (nka rc) evaluation, the reported problem was duplicated. The following malfunctioning part was recognized as needing to be replaced, which could have resolved the issue: #cd-237p-gas unit. Nka rc could not finish the repair of the unit since the necessary parts were unavailable as the unit was sunsetted in 2013. Investigation summary: the cause of the issue was determined to be electronic failure of the gas unit. Per the operator's manual, the possible causes of the unit displaying a "cal error" are issues with the water trap, sampling line, t-piece, or exhaust tube which need to be replaced, if necessary. It could also be caused by incorrect gas being used for calibration. The overall risk score is medium. The reported issue does not require further investigation through CAPA process since the ag-920ra is a legacy product and sales for the unit ended in 2013. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bsm: model #: ni, serial #: ni.

Manufacturer narrative:
The customer reported that the multigas unit displayed "calibration" error while in patient use. The customer also reported that the etco2 and o2 reading were low. They replaced the dry line water trap 2 days prior to this event and they allowed the device to warm up for approximately 1 hour before use. They would like to send the unit in for a repair. There was no harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit displayed "calibration" error while in patient use.